Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided, but the best estimate date is between mar 28, 2023 and jul 11, 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the patient's left eye as the patient did not tolerate halos and glare. The doctor suspects this lens may have been improperly labeled. The explanted iol was replaced with a zcu150, 17.5d power size iol. The replacement iol helped improve the patient's visual issues. No patient post-op injury. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: aug. 15, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the suspect iol was received cut in half and no further issues identified. Based on the return condition of the lens, no further product evaluation could be performed. The product was forwarded to groningen, netherlands for measuring image quality (miq) testing and concluded that the lens measured within specifications. The complaint issues halos, glare and explant could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.